Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study; patient receives intraventricular enzyme therapy every 14 days via rickham reservoir. After the intraventruicular therapy on (B)(6) 2021, patient presented with fever and increasing tiredness on (B)(6) 2021. In a sample from (B)(6) 2021 before intraventricular therapy, staph capitis was detected; therefore, rickham reservoir was explanted on (B)(6) 2021 following antibiotic therapy for 14 days and replacement of the rickham reservoir on (B)(6) 2021. Patient recovered.

Event description:
N/a.

Manufacturer narrative:
Rickham reservoir was not returned for evaluation (discarded); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined; however, the possible root cause for the ¿fever and increasing tiredness" reported by the customer, could be linked to the patient and hospital surroundings as the review of the sterilization certificate was conform to specifications when released. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: in 2018, the patient initiated treatment with brineura for the indication of neuronal ceroid lipofuscinosis the most recent dose was administered on (B)(6) 2021. On (B)(6) 2021, prior receiving brineura, a cerebral spinal fluid culture was taken. The result of csf culture was positive for staph. Capitalis. On (B)(6) 2021, she was hospitalized due to encephalitis. Symptoms included fewer and increasing fatigue. On the same day, the reservoir was removed and she was treated with unspecified antibiotics for 14 days. On unreported date, the treatment with brineura was temporarily held. The outcome of event was reported as resolved.

Manufacturer narrative:
Additional information received: the reporter assessed the event of encephalitis as unknown in relation to treatment with brineura. No other etiological factors were reported. No further information was available. Case comment: the patient experienced encephalitis which is a known complication of icv device use. The causality of event is assessed as not related to brineura.